Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro turned on without user input. The device got "red hot" with the jaws open while inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro turned on without user input. The device got "red hot" with the jaws open while inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. A3 correction: patient gender is male. A4 correction: patient weigh is 99 kgs. B3 correction: date of event changed to (B)(6) 2020. Internal complaint number: (B)(4). The device was returned on 02/14/2020. An investigation was conducted on 03/19/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The gray silicon insulation along the base of the hot jaw was observed to be whitish in color and cracked. The gray silicone insulation on the inside of the cold jaw was observed to be discolored as well. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "self-activation or keying" was not confirmed, but the analyzed failure modes ¿material twisted/bent¿ and "thermal decomposition of device " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro turned on without user input. The device got "red hot" with the jaws open while inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.